Event description:
Complainant alleged that during incoming inspection the device inappropriately shut down during boot sequence. Complainant indicated that there was no patient involvment in the reported malfunction.